Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was 400 mg/dl. The customer was treated with manual bolus with his pump. The customer was unable to get the blood glucose sent over to his pump and had high blood glucose levels. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.